Event description:
The patient has experienced a pain 3 to 4 times/day lasting 30-45 seconds. There was no known accident or incident related to this event. The pain only occurred at the ins site and did not radiate anywhere else. This started on (B)(6). The ins was implanted in the pectoral area. The impedance measurements were less than 50 ohms with pairs 1-2, which were default settings. The patient only received limited benefit; she did get effect during programming sessions. They were still working on optimizing the patient's therapy. Additional information has been requested.

Manufacturer narrative:
(B)(4).